Event description:
As reported to coloplast though not verified, patient was implanted with a coloplast mesh sling product for stress urinary incontinence. Later the patient experienced add'l surgery, mental and physical pain and suffering, has sustained permanent injury and has endured impaired physical relations.

Manufacturer narrative:
Although a coloplast product was cited, in this report, a product name or item number was not provided. Additionally coloplast has not been provided any corroborating evidence to verify the info contained in this report.